Event description:
Physician was performing the septostomy procedure on a 3 day old pt (2.6 kg) from the start difficulty was encountered. Following access, the pt quit breathing. After intubation, pt went into svt and atrial fib/flutter. The dr used a baxter miller-edwards (balloon) initially, but due to the compliance of the latex balloon, then proceeded with a braun septostomy balloon. The balloon was successfully inflated and pulled across one time. The balloon was then inflated and pulled across a second time, at which time the balloon came apart at the proximal end. The balloon embolized to the descending aorta. The balloon was then snared by the dr, but the balloon became stuck near the aortic arch. The pt then went to surgery for retrieval of the balloon and catheter tip. The pt is ok.